Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. The evaluation could not reproduce the reported symptom of causing the pump to keep rebooting. Corrosion was found on the wireless module flex and radio printed circuit board as a result of fluid intrusion which caused the components to fail and is a known contributor to reported symptom. The unit was determined to be un-repairable.

Event description:
It was reported that a wireless module was causing a spectrum pump to keep rebooting. It was also reported there was no patient injury.